Manufacturer narrative:
This complaint is sill under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related deviations or anomalies. Per the reporting there was no bone loss or metallosis from the now obsolete asr acetabular devices that were removed during this surgery. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update 06/12/2013 - litigation papers received alleging patient suffers from excessive levels of chromium and cobalt. There is no new additional information that would affect the investigation.

Event description:
Pt was revised to address hip pain. It was reported that the stem was loose.